Manufacturer narrative:
The autopulse platform (s/n (B)(4)) in complaint was returned to zoll for investigation on 06/28/2016. A DHR review for s/n (B)(4) found no previous complaints related to this event. During the visual inspection, the front cover was cracked, which is unrelated the reported complaint. The autopulse 1.5 is a reusable device and was manufactured in july 2007. The physical damage found is a characteristic of normal wear and tear of the device. The archive data results showed user advisory 13 (battery fault detected- replace battery) and user advisory 18 (max take-up revolutions exceeded) messages on the reported date of occurrence. The device passed functional tests without any faults or errors. In summary, the reported complaint of "stopped compressions" was confirmed during the archive date review, but no during functional testing. During the archive review, on 06/20/2016 date of reported event, user advisory (ua) 13 (battery fault detected- replace battery) displayed with li-ion battery s/n (B)(4). At this time the autopulse failed to deliver compressions. A second li-ion battery (s/n (B)(4)) was used and the autopulse performed 258 compressions, then stopped due to ua 18 (max take-up revolution exceeded). This may have occurred because the lifeband was open or no load was detected, this also could be indicative of no patient present or a very small patient. Another li-ion battery (s/n (B)(4)) was inserted and the platform stopped after 68 compressions due to ua 18, also indicating a very small patient or no patient present. The death was not related to the autopulse device. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse does not compress or unexpectedly stops compressions, rescuer shall revert to manual CPR. Deployment of the device or changing battery and restart compression can be performed quickly, the short interruption is similar to the time necessary for rescuer rotation. Therefore, battery exchange for autopulse presents the same workflow as manual CPR in which rescuers are rotated. Hence, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. The cause of death was presumed to be patient's underlying clinical condition.

Event description:
It was reported that during patient use the autopulse (ap) platform (s/n (B)(4)) stopped compressions due to a possible battery issue. The fire department responded to a call for a small elderly women who was unresponsive. The cardiac arrest was not witnessed. Manual CPR was being performed by a bystander, for approximately 10 minutes. When the crew arrived the patient had been down for approximately 20 minutes. The crew took over manual CPR while they prepared the autopulse. The crew stated there were no visual signs or symptoms of trauma. When the autopulse was ready for use, they placed the patient on the platform. The autopulse was started and immediately displayed an error message to "replace battery," the serial number of the battery in the platform at this time was s/n (B)(4). The crew replaced the battery with a second known good battery (s/n (B)(4)), showing green led status. The autopulse was restarted and performed a "couple" of compressions, when the platform displayed the same message to replace the battery. At this time the crew checked the lifeband by pulling up on it and extending it fully. They restarted the platform, however no compressions were given. The crew switched to their third known good battery (s/n (B)(4)), showing green led status, however the same error message displayed. The crew reverted to manual CPR for an unspecified time. They attempted to start the platform again and compressions started, however after an unspecified amount of time the platform stopped compressions. The crew reverted back to manual CPR. This was repeated another time with the same results. At which time the crew arrived at the hospital. The patient never achieved rosc (return of spontaneous circulation). The patient's medical history is unknown. The cause of the cardiac arrest is unknown. The patient expired (time unspecified) at the hospital. Cause of death is unknown. No further information was provided. Reference mfrs: 3010617000-2016-00485, 3010617000-2016-00486 and 3010617000-2016-00487 - for the 3 li-ion batteries.